Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data was collected from the device and has been analyzed. Charge time - battery depletion indicated/eri: time of eri in save to disk on (B)(4) 2012 device charge time > 16 sec. One - patient alert for long charge time > 30 sec on (B)(4) 2012 08:46:07. One - patient alert for charge circuit timeout on (B)(4) 2012 08:45:06. The device was returned and analyzed. The battery depletion was found to be normal and met expected longevity.

Event description:
It was reported that the device triggered elective replacement indicators (eri) due to long charge time, which timed out. The charge circuit was found to be inactive. The device was explanted and replaced. No patient complications have been reported as a result of this event.